Manufacturer narrative:
UDI - not required for product code. Implanted date: device was not implanted. Explanted date: device was not explanted. 510k - k130520. The actual sample was received for evaluation. Visual inspection revealed that the lock adapter had been dislocated from the sampling system. Magnifying inspection of the actual sample did not find any visible anomaly, including deformity, in the male connector or in the lock adapter. The dimensions of each part of the actual sample were measured and confirmed to be equivalent to those of a factory-retained current product sample. The surface of the male connector was subjected to elemental analysis using sem-edx (scanning electron microscope / energy dispersive x-ray spectroscopy). The result showed the presence of si, which was considered to have originated in the silicone applied to the switch cocks to improve the lubricity of them in the manufacturing process. Na and cl were detected also, which were likely to have been derived from priming solution. Reproductive testing was conducted. Silicone was applied to a male connector of a factory-retained sampling system, then a female connector was attached to it and a lock adapter was tightened up. As a result, the lock adapter came off the male connector. In the production floor, silicon is applied to the switch cocks on the sampling system for lubrication purpose. It was presumed that silicone was transferred to the male connector by the sampling systems having contacted each other during storage. Product structure: the male connecter and the lock adapter of the sampling system fit with each other by the rib on the male connecter being caught with the stepped part provided inside the lock adapter. Due to this structure, once the lock adapter gets over the rib completely for some reason, it may come off the male connector. A review of the device history record and product release decision control sheet of the product code/lot# combination was conducted with no findings. IFU states: do not use if the package or device is damaged (e.g. Cracked) or any of the port caps are off. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the silicon applied to the switch cocks of the sampling system was transferred to the male connector part when the sampling system components were put in storage during manufacturing. Afterward, when re-tightened during preparation, the lock adapter got over the rib on the male connector in lubricated state and dislocated. However, the exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that during priming, they became aware that the capiox lock adapter had come off and leak occurred. The event occurred pre-treatment, the patient was not harmed. The procedure outcome was no reported.